Event description:
Nurse was giving moderna vaccine yesterday in our vaccination clinic. Nurse had 2 events relating to the needle being left in patient's arm after using the smiths medical syringe in 2 different muscular men. She was able to take out afterwards so no harm was done. FDA safety report ID # (B)(4).